Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining a broken "nose" of the instrument.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The product lot code was not provided. A search of the complaint database against reported product code found additional report of breakage. The design of the mbt keel punch was reviewed ((B)(4)) and a design change was made ((B)(4)). The updated design will be released with a new product code. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to conclusively determine a root cause, a need for additional corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Reopen complaint sample product received. Examination of the submitted device confirms the tab feature is broken. The design of the mbt keel punch was reviewed (CAPA-(B)(4)) and a design change was made by removing the two tabs on the keel punch to address the root cause that was attributed to the fatigue and failure of the two tabs at the interaction point with the hp mbt keel punch impactor (ref. (B)(4)). The submitted device was manufactured prior to (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.